Event description:
It was reported that the right ventricular (rv) lead had high and increasing threshold and impedance. It was also reported that the physician questioned whether the device showed low battery voltage "due to single rv amplitude settings." The lead was explanted and replaced. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4470 competitor implantable pacing lead 2009 (B)(6); (B)(4) pacemaker 2009 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary- the full lead was returned in segments, analyzed and analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth and visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.